Manufacturer narrative:
D9 - date returned to mfg on 10/16/2024. One new #cl3950, was returned for evaluation. As received no physical damage or anomalies were observed. No mating device was returned for evaluation. The returned set was tested as per procedure and no leaks were observed after the test. Complaint of leaking at seam noted luer lock cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that an 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer generated a leak during patient use. It was reported that the device was noted to be leaking at the seam noted post-luer lock. It was also noted that a small amount of liquid was dripping from the area. It was also noted that the line was flushed with normal saline. There was no patient harm reported.